Event description:
It was reported that after re-advancing the varipulse catheter for further ablation after the post-map, it was noticed that the variable loop on the varipulse catheter was no longer responding. The caller reported that the knob on the handle of the varipulse catheter would rotate, but the variable loop was stuck at a 35mm sizing, and they were unable to contract or relax the variable loop. The varipulse catheter was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).